Manufacturer narrative:
Updated fields a2, a3a, b4, h3, h2, h6, g3, and d9. The surgeon stated this event occurred during a benign general surgery and while the surgeon was performing intraoperative tissue dissection. The instrument was noted to be broken, causing an inability to open, close, or straighten the instrument's jaws. The surgeon made the decision to replace the instrument but due to the angle of the jaws and the inability to straighten the jaws, the force bipolar instrument and cannula were removed from the patient together. The surgeon stated this required physical force at the level of the abdomen wall. The surgeon reported that the force bipolar instrument did not cause any tissue damage within the abdomen, but there was minimal blood loss at the abdominal wall musculature due to this event. The instrument was inspected prior to inserting and was noted to have not collided with any other instrument or tool during this procedure. The procedure was continued using a secondary force bipolar instrument. The surgeon was concerned with post operative abdominal wall pain therefore the patient was given additional pain medications. The surgeon stated the patient was well healed appropriately at a post-operative evaluation in her office. The force bipolar instrument was analyzed and found to have one bent grip, causing them to be misaligned. The grips were not found to be cracked.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was received; however, failure analysis has not been completed. A review of the system logs for this procedure found no relevant errors occurred during this procedure. The logs indicate this procedure was the force bipolar instrument's first use, and it was not reused in subsequent procedures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of this force bipolar instrument were broken and not functioning. This resulted in damage to the patient's tissue. The procedure was completed as planned.